Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced dyspareunia, incontinence, granulation tissue, mesh extrusion, pain, secondary prolapse and infection. A removal of the granulation tissue and removal of the mesh extrusion were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.